Manufacturer narrative:
Section b3: correction - event date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This report was determined to be duplicate information to MFR report number 2916596-2019-02922. Manufacturer's investigation conclusion: although review of the submitted log files confirmed low flow alarms, the reported ofg graft twist could not be confirmed as no product was returned for evaluation and no images were submitted for review. The controller event log file contained contained 14 hours of data from (B)(6) 2019. This log file captured motor power, calculated flow, and calculated pi ranging from 3.509 to 4.246 watts, 1.1 to 1.7 lpm, and 2.6 to 3.5, respectively. The log file captured constant low flow alarms throughout the log file when the estimated flow dropped below a threshold of 2.5 lpm. Flow slowly decreased over the duration of the log file. Despite the low flow events, the pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, and no further events have been reported at this time. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Missing information - patient weight. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient product that the outflow graft clip was exchanged on (B)(6) 2019. The reasoning behind this exchange has not been provided.